Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the customer to perform a series of steps, including disconnecting tubing and delivering boluses to address the alarms. Despite initial recurrence, a successful bolus was completed after loading a new cartridge. The customer was advised to replace supplies as necessary and to continue insulin therapy.